Manufacturer narrative:
Meter cdgn199-m4203 has been returned and investigated with retained test strips. Visual inspection has been performed on the meter and no issues were observed. Meter powered on with button depression and with test strip insertion. Meter advanced to the "apply sample" screen when a test strip was inserted. Control solution testing was performed and no issues were performed. All results were within range specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. No product was returned for the freestyle strips. DHR for the freestyle freedom lite meter was reviewed and the DHR showed the freestyle freedom lite meter passed all tests prior to release. DHR for the freestyle strips were reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 300 mg/dl, and 60 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 300 mg/dl, and 60 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.